Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg found large clots at the bottom of tube, transparent foreign matter, and abnormal specimens. This event occurred 38 times. The following information was provided by the initial reporter. The customer stated: ¿according to customer feedback, the transparent foreign matter on the glass slide in the picture is hard to the touch, a bit like plastic. Batch 1362773, the proportion of abnormal specimens is very high, reaching more than 90%. Out of more than 2000 specimens received, about 150 specimens were found to have large clots at the bottom. According to our preliminary on-site investigation, the customer picked out the clot and observed it on a glass slide. It was impossible to determine what substance it was and whether the substance affected the test result. The incidence rate was about (B)(4). In baddition, four batches of unused collection vessels were visually observed. No foreign bodies were found in the tubes, but the anticoagulant particles at the bottom were large. In order to timely control the risk, (B)(6) hospital suspended the use of all 367228, involving batch numbers 1362773, 1362774, 1330237 and 1330236.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 06/21/2022. H.6. Investigation summary material #: 367228. Lot/batch #: 1362773. Bd received 21 samples and 5 photos for investigation. The photos were reviewed and the indicated failure mode for clotting and foreign matter was observed. However, the failure mode of additive abnormality was not observed in the photos provided. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting, foreign matter, and additive abnormality was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/foreign matter/additive issue) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. All edta tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting and foreign matter. This complaint has not been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta 5.4mg found large clots at the bottom of tube, transparent foreign matter, and abnormal specimens. This event occurred 38 times. The following information was provided by the initial reporter. The customer stated: ¿according to customer feedback, the transparent foreign matter on the glass slide in the picture is hard to the touch, a bit like plastic. Batch 1362773, the proportion of abnormal specimens is very high, reaching more than 90%. Out of more than 2000 specimens received, about 150 specimens were found to have large clots at the bottom. According to our preliminary on-site investigation, the customer picked out the clot and observed it on a glass slide. It was impossible to determine what substance it was and whether the substance affected the test result. The incidence rate was about 8%. In addition, four batches of unused collection vessels were visually observed. No foreign bodies were found in the tubes, but the anticoagulant particles at the bottom were large. In order to timely control the risk, west china hospital suspended the use of all 367228, involving batch numbers 1362773, 1362774, 1330237 and 1330236.¿